Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while impacting the glenosphere into the baseplate, the black tip broke off. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; e1; e2; e3; g1; g3; g6; h1; h2; h3; h6. The reported is confirmed through returned product analysis. Visual examination of the returned product identified the strike plate on the proximal end of the impactor has gouges and witness marks and the prongs on the distal end are damaged. There are some gouges on the handle body of the device as well. The black impactor tip was not returned with the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.